Manufacturer narrative:
The insulin pump was received with scratched display window, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case and on the reservoir compartment. The device was not dropped. The drive support cap was undamaged. The customer's blood glucose was unknown. Nothing further was reported.